Event description:
The customer reported in the medwatch form 392683-2007-00001 (attached): "pt arrested approx 2 hours into 4 hour treatment. At 11:24, the pt's blood pressure was 125/60 mmhg and the heart rate was 89 beats/min. At 11:30, the staff did their normal rounds. It was noted at this time, that the pt had no complaints and was talking with another pt. At 11:35, the staff noted the pt was unresponsive and with a dusky skin coloring. The pt was pulseless and there were no respirations noted. The staff initiated cardiopulmonary resuscitation (CPR). 911 was called. The automatic external defibrillator advised no shock. CPR continued. Emergency medical services ems arrived at approx 11:43, transported pt to the local hosp at 11:47. CPR continued while transporting the pt. No machine alarm noted prior to pt becoming unresponsive. Resuscitation measures were successful; regaining cardiac rhythm, pt in ICU on mechanical ventilation; pt's neurological status unk at time of report."